Manufacturer narrative:
(B)(4)

Event description:
It was reported that possible cardiac perforation was observed. The patient presented with cardiac tamponade, chest pain, difficulty in breathing, and torsades de pointes. The physician elected to perform a pericardiocentesis. The lead was in stable position and the patient was doing fine after the procedure.